Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and a hemostatic valve separation occurred. The hemostatic valve became twisted when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath-medium. When the sheath was replaced, the issue resolved. Additional information received indicated the side of the valve became detached in the hub. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The issue was noticed while prepping, prior to use on the patient, therefore; air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal; and blood return was not observed.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and a hemostatic valve separation occurred. The hemostatic valve became twisted when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath-medium. When the sheath was replaced, the issue resolved. Device evaluation details: on 29-jul-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Additionally, according to a picture provided by the customer, the hemostatic valve was dislodged inside the hub component. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).